Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6)-year-old male patient underwent an ablation procedure with a thermocool® smarttouch® sf uni-directional nav catheter and suffered sepsis requiring medication. On post-procedure day 2, the patient was admitted to a local hospital with fever and urinary symptoms. Patient was diagnosed with bacteremia secondary to a urinary tract infection. The condition worsened and progressed to sepsis. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue is ongoing and unchanged. Principal investigator assessed this event as severe, serious, not investigational device-related, and possibly index procedure-related. No device deficiencies occurred. Radiofrequency ablation was performed via 278 applications.

Manufacturer narrative:
On 7/25/2018, biosense webster received additional information regarding this event: the patient did not formally meet the criteria for sepsis. As a result, the patient code has been updated to more appropriately reflect the adverse event as reported. The patient¿s bacteremia/uti have resolved without sequelae, and his overall condition has improved. The principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 31, 2018. Procedure was persistent atrial fibrillation. Concomitant products: smartablate generator (model# unknown serial# unknown) lasso (model# unknown lot# unknown). (B)(4).